Event description:
Gary states that the hanger weldments were broke. Gary states that the patient runs into things all the time. Gary states that the patient is in a facility. The dealer has no additional information at this time.